Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up imaging revealed a device related thrombus. There were no corrective actions or diagnostic tests associated with the finding. There were no patient complications reported.